Manufacturer narrative:
Date of event : (B)(6) 2019, date of report : 25jun19. During further investigation (fi), a visual inspection of the v60 stand revealed stripped screw hole in the column assembly. An unsuccessful attempt was made to assemble column assembly into the v60 stand base assembly. The screw could not engage correctly into the v60 stand base assembly due to stripped screw hole threads in the column assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. The manufacturer¿s international customer specialist confirmed the reported issue. No replacement, customer was issued credit.

Event description:
The customer reported a faulty screw hole in the brace part, could not assemble stand. There was no patient involvement. Event date not specified, estimate used.